Event description:
It was reported that the physician injected a (B)(6) female wit 1.5cc of radiesse in the nasolabial folds and marionette lines on (B)(6) 2010. The pt developed unilateral inflammatory reaction two months post. As a corrective treatment, the pt received cortancyl (prednisone) 20mg by oral route for 15 days from (B)(6) 2011. As of (B)(6) 2011, there was no improvement in the inflammatory reaction. As the physician suspected infectious complications, she prescribed augmentin 1g x 3 daily oral route for 15 days. The antibiotic therapy started on (B)(6) 2011.

Manufacturer narrative:
Physician did not report lot number and a review of the device history records was not able to be performed. (B)(4).